Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that during impella 5.5 support for 64-year-old male patient, the pump was repositioned and the contamination sleeve tore. Support continued following the events. The pump was explanted after nine days of support. Patient is noted to be stable.

Manufacturer narrative:
The investigation for the product damage has been completed. No product was returned and logs are not applicable. The root cause of the sterile sleeve damage was not determined since product was not returned and insufficient clinical evidence was provided. Added-h6 impact code 4627.